Event description:
Reporter stated that the surgeon inserted a plate collamer intraocular lens model cc4204bf in the eye and the lens tore. The surgeon removed the lens without enlarging the incision. No patient injury.

Manufacturer narrative:
Evaluation codes: results: (other): visual inspection of the lens shows that a portion of the lens haptic is torn off/missing. Clear surgical residue on product. Conclusions: (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for evaluation.